Manufacturer narrative:
Midmark received the unit and continues investigation. No root cause has yet been determined. Midmark will provide further update upon conclusion of investigation or verification of root cause.

Event description:
Patient was in the seated position. The medical assistant lowered the back and heard a noise. The top end of the table dropped toward the floor. No injuries reported.